Manufacturer narrative:
The insulin pump passed displacement test. However, the insulin pump alarmed prime during basic occlusion test due to slightly loose drive support disk. The insulin pump was received with minor scratches on lcd window and cracked case at display window corners.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. Insulin squirted out during the manual prime process. The drive support cap was flushed. Her seat belt got stuck to the infusion set's hub and pulled the infusion set out of her site. When she got home she inserted a new infusion set and insulin started to squirt out. Customer's blood glucose level was 342 mg/dl. The compromised force sensor system alarm was recurring. The insulin pump was unable to exit the prime and rewind status. Customer was advised to discontinue use of the device and revert to a backup plan. The device was not returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.